Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). The customer?s reported condition of a colleague infusion pump with "display is all lines" was confirmed and reproduced during evaluation. The root cause was determined to be a faulty main display. The main display was replaced to correct the reported condition. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device. This issue has been escalated to CAPA. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Event description:
The facility reported a colleague infusion pump with a malfunction of display is all lines. The event was reported to have occurred during power-up in the medical surgery department. This condition has the potential to cause an interruption of delivery. According to the hospital representative, there was no patient involvement. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this device is currently unknown.